Manufacturer narrative:
This report is submitted on april 4, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to pain. There are no plans to reimplant the patient with a new device as of the date of this report.